Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-aug-2023. The customer reported that I-stat alinity instrument s/n (B)(6) generated unexpected act k patient sample results. The conclusion of the investigation is that the complaint is not confirmed. Further investigation on the issue cannot be performed without return of analyzer s/n (B)(6) to apoc-princeton. A rocketware search spanning three months found no related incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 02-may-2023, abbott point of care was contacted by a customer regarding I-stat alinity analyzer sn (B)(6) that yielded a discrepant result of >1000 on a patient. There was no patient information, event details, nor additional test available at the time of the initial call. On (B)(6) 2023 the customer provided results but no patient information or details surrounding the event. The customer is returning the I-stat alinity sn (B)(6) for investigation. Method date tested results heparin heparin dose sn(B)(6) 26-april-2023 10:59 596 10:54 400ie/kg + 10000ie priming) sn(B)(6) 26-april-2023 10:59 693 10:44 400ie/kg + 10000ie priming) sn(B)(6) 26-april-2023 11:33 521 11:44 5000 ie sn(B)(6) 26-april-2023 11:33 567 11:44 5000 ie sn(B)(6) 26-april-2023 12:21 636 ni ni sn(B)(6) 26-april-2023 12:21 734 ni ni sn(B)(6) 26-april-2023 13:08 492 ni ni sn(B)(6) 26-april-2023 13:08 601 ni ni sn(B)(6) 26-april-2023 13:36 400 ni ni sn(B)(6) 26-april-2023 13:36 486 ni ni sn(B)(6) 26-april-2023 14:58 >1000 14:17 ni sn(B)(6) 26-april-2023 14:58 325 14:17 ni per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. It is also noted that actk cartridge lot# r23021 was investigated previously on incident# (B)(4) and there was no deficiency identified.